Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room and were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of over 600 mg/dl. The customer experience symptoms such as confusion, feeling sick, increased thirst result of high blood glucose. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was not on auto mode at the time of incident. The customer reported that the cannula was bent. The insulin pump will not be returned for analysis.